Manufacturer narrative:
(B)(4).

Event description:
It was reported that during device change out for eri externalized conductors were observed under fluoroscopy. The lead was tested and no electrical issues were noted. The lead remains implanted and used with the new device. The patient condition was fine.